Manufacturer narrative:
Results: a conclusive root cause could not be determined for the stent dislodgement. Eval summary: quality assurance analysis revealed that the sds was received without any blood visible. There was contrast visible in the inflation lumen. Although, the stent implant was intended to be returned, it was not found along with the returned sds, protective sheath, or stylet. The balloon was slightly pressurized. There was crimp marks on the balloon between the markers. There was a kink in the inner and outer member, 10.5 cm distal to the guide wire exit notch. There was a kink in the hypotube 33 cm distal to the strain relief tubing. There was no damage noted to the returned protective sheath. The inner diameter of the flared end of the protective sheath was measured and met manufacturing specification. Product performance engineering reviewed the incident info. Analysis of the returned sds without the stent implant is consistent with the stent dislodgement. However, although no blood was visible on/in the sds, contrast in the inflation lumen and the balloon slightly pressurized suggest that the device was prepared for use and likely inflated or had some pressure applied, but it is ultimately unk if the sds entered the body as reported, or if the inflation/pressurization occurred outside the body. Factors that can affect stent dislodgement outside the body include, but are not limited to, a positive pressure during prep, negative pressure during prep, forced sheath removal, incorrect sheath sizing, or improper or inadequate crimping at the time of manufacturing. Analysis of the returned sds (without the stent) indicates presence of crimp marks on the balloon that were between the markers of the slightly pressurized balloon. This suggests that the stent implant was at least crimped onto the balloon at the time of manufacturing. The slightly pressurized balloon could be the result of the physician attempting to deploy the stent before realizing the stent had dislodged as reported. But it could also indicate that positive pressure may have been applied prior to use thereby causing/contributing to the stent dislodgement during the removal of the protective sheath. The inner diameter of the returned protective sheath was found to be within specification. The not returned stent implant may have aided in the investigation. Ultimately, the root cause of the stent dislodgement is unk. The noted kink in the inner and outer member distal to the guide wire exit notch, in addition to the kink in the hypotube distal to the strain relief tubing were not reported in the incident and may have occurred during the packing of the device for shipment back to abbott vascular for eval. These damages do not appear to be related or to have contributed to the reported complaint of stent dislodgement. Considering that it was reported that the stent dislodgement was not noticed until after the sds was inside the pt, it should be mentioned that it is prescribed in the instructions for use (IFU) that: "prior to using this device, carefully remove the system from the package and inspect for bends, kinks, and other damage. After removing the mandrel, remove the protective sheath carefully with holding its distal end. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted". The review of the finished device lot history record did not reveal any non-conforming material reports. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement is known to cause or contribute to pt injury. Device issue: stent dislodgement. It was reported that when the rx vision stent delivery system (sds) was inflated at the lesion, the stent was noticed missing over the angiogram. The stent implant was found to be inside the protective sheath. The procedure was completed with another company's sds. Reportedly, there were no pt effects. No additional event or pt info is available.